Event description:
It was reported that the blade locking lever of the system 7 sagittal saw came unlocked, causing the blade to come unfastened during a procedure. The case was completed successfully after a thirty minute delay. It is unknown if additional anesthesia was given to the patient. The blade did not cause any injuries when it came unfastened and no adverse consequences were reported with the event.

Event description:
It was reported that the blade locking lever of the system 7 sagittal saw came unlocked, causing the blade to come unfastened during a procedure. The case was completed successfully after a thirty minute delay. It is unknown if additional anesthesia was given to the patient. The blade did not cause any injuries when it came unfastened and no adverse consequences were reported with the event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The original reported event, blade came out and device stopped, was duplicated. During testing it was found that the worn drivetrain was causing blade whip and a stalling condition. High amps were detected, and corrosion was identified inside the device. A blade mount mechanism issue was found while cutting, and the link in the sag head was loose. The drive link connection to blade mount was determined to be the primary failure. A blade mount failure involving the connection between a blade and drive link can cause blade whip that could result in issues with a blade.